Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013. During the procedure and prior to use on the patient, it was noted that the peel pack looked like the sterility was compromised. It did not open clean. The peel packing wasn&apos;t 100% intact. Therefore, the mesh was in contact with the outer peel. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.